Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that there was a problem found with the heart start xl defibrillator ECG cable. There was no patient involvement.